Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed keypad buttons are not responsive and are hard to press. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed no delivery and advised the customer that the alarm may have been due to an occlusion. Customer indicated that the issue was resolved by a complete set change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.